Event description:
After an implantation period of approx. 124 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
The ICD and lead were received for analysis. Linox s 65 upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead region the insulation was found damaged due to wear. In addition, the conductor cable leading to the ring electrode was found broken. These damages are assumed to be the root cause for the observed oversensing and the inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages, like the proximal from the yoke ruptured conductor cable leading to the rv coil, most likely occurred during the extraction procedure due to tensile stress. Ilivia neo 7 dr-t df-1 promri upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for nine months and 24 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. The analysis did not reveal any sign of a material or manufacturing problem for these devices.